Event description:
Poly broke across the posterior medial side.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. A search of the complaint database did not reveal any other reports against the mfg lot. The investigation could not verify or draw any conclusions about the reported device fracture. Based on the investigation findings, the need for corrective action si not indicated. In addition, the prod code is a discontinued item. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd, the investigation will be re-opened.